Event description:
Boston scientific received information regarding a red alert due to high out of range pacing impedances recorded on the right ventricular (rv) channel. Technical services advice was requested. No adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
Additional information provided noted that technical services had not been contacted by the hospital or the field representative due to this alert.

Manufacturer narrative:
Additional information regarding an alert due to high out of range impedances was once again received. Technical services was contacted for advice, noted that the patient will perform a patient initiated interrogation. It was also noted that if a second high out of range impedances measurements is seen the integrity of the system will be checked at the clinic. At this time the system remains implanted. Should additional information become available this investigation will be updated.